Event description:
It was reported there was a transmitting problem. The carelink monitor was returned to the manufacturer, analyzed and tested out of specification. No patient complications were reported.

Manufacturer narrative:
This report is based solely on device return and analysis. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) an assembly was found out of specification. A component was found burnt.